Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user-applied excessive force during the tightening process.

Event description:
On 11/08/2022, it was reported by a sales representative via sems that a ar-9620-10d drill, and a ar-9617 drive shaft are stuck. This occurred during a case on (B)(6) 2022 when the devices welded together and became stuck. There was no patient effect.